Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap became loose/ shifted and a decrease in tissue vaporization efficiency was observed at 181,517 joules of use; the case was completed using the same fiber. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to be fractured proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe detritus on the metal cap and devitrification of glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured fiber may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.